Event description:
It was reported that the error code 113 (reduced water temperature control) appeared 5 times during therapy in an arctic sun device. Per review of wo on 25nov2024, device was used on patient and patient switched to different device, no impact reported. Per follow up information received via task on 26nov2024, device was sent to task management for repair. Preventive maintenance done to solve issue.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. Performed a functional test and no problems were found. Error 113 only seen in case data. This situation may be temporary due to sudden patient temperature changes, interruption in water flow, or blockage of air flow by an obstruction or dirty filter. A 2000-hour pm was completed on the device. As part of the pm, replaced the circulation pump, mixing pump, heater, and drain valves. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Correction: b/ the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the error code 113 (reduced water temperature control) appeared 5 times during therapy in an arctic sun device. Per review of wo on 25nov2024, device was used on patient and patient switched to different device, no impact reported.